Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements above 200 ohms and high capture thresholds. The patient is not pacing dependent. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior and evaluation options. This rv lead remains in service. No adverse patient effects were reported.